Manufacturer narrative:
D1,d4 cat.#: mfg was unable to determine the catalog number during the eval. H3,h6: microscopic examination revealed the fracture occurred at a single time and no evidence of a previous crack or partial fracture is present. The screw has marks in the break area that are not normal for a torsion shear break. Bio-material remains in the head threads. A dimensional eval found that all dimensions that could be checked are within tolerance. Product development stated the plate and screw construct are not intended to bear fu ll functional load in the presence of nonunion.

Event description:
During a revision procedure to remove a broken plate with nonunion, two screws were noted as broken. All hardware was removed from the pt and new hardware placed.